Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened the angio-seal package, the device locator was already kinked. There was no patient injury, medical/surgical intervention required. Additional information was received 11feb2020. The procedure being performed was a dsa, a 6fr procedure sheath was used. A pre-deployment angiogram was performed. When the package was being opened, they found the dilator was kinked; they did not use the device and changed to a new one. Hemostasis was achieved good with the new device with no problem. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The device shelf life was exceeded upon receival. The device was within expiry date when it was at the facility. The kinked, sheath, locator and carrier tube assembly were returned along with the header bag. Visual inspection revealed that there was a deformation at the blood inlet hole of the arteriotomy locator and the locator was severely kinked. No other visual anomalies were observed. Dimensional testing was performed and the outer diameter of the arteriotomy locator was measured and found to be 0.091'' which was within the specification of 0.092" +0.00/-0.02. All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the application of an off-axis force to the arteriotomy locator caused the kinking; the extreme angle of kink suggests that the deformation likely occurred while removing the locator from the tray. However, the exact cause of the reported event cannot be definitively determined based on the available information.